Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for phantom limb pain and spinal pain. It was reported that there was poor communication. The patient had tried repositioning the antenna to troubleshoot before the day of the call. The patient felt no stimulation. This had started a couple of days ago in (B)(6) 2017. The last time they were able to charge was a week ago. The patient had been on vacation. The reposition antenna screen was seen. The patient was not able to connect to another external device. It was noted that the patient services agent suspected that they were in overdischarge. The patient was going to directly contact a manufacturer representative as they did not have managing health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.